Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is considered that the card reader in the malfunction phenomenon points to the video connector. The device has been manufactured for more than 7 years. It is speculated that the pins of the video connector were bent and the electrical connection became uneasy due to wear caused by repeated use for a long period of time or due to the user applying excessive force to the video connector. In addition, the equipment has been manufactured for more than 7 years. It is presumed that the endoscopic image was not output due to the failure of the parts on the electrical board due to aging.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the card reader failure. In the evaluation of olympus (B)(4) the following was confirmed, the phenomenon was duplicated. The endoscopic image was not displayed on the monitor. The processor control board was faulty. The scope connector socket was also defective. Error message e311 is displayed. There was no report of patient injury associated with the event.